Manufacturer narrative:
The actual device has not been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination all available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Patient and device codes are unable to be selected at this time. Esubmitter support has been notified.

Event description:
The user facility reported that the sheath valve completely detached from hub during procedure. Additional information was received on 8/24/2017: it was reported that the blood loss was 5cc. It was reported that there was no patient injury or medical intervention required. It was reported that there were no complications with the patient. It was reported that the procedure was successful and that the patient was staying overnight. The only other device used with the reported product was the wire that came with the sheath.

Manufacturer narrative:
One used 9fr ik device was received for product analysis. The returned product was decontaminated. After decontamination, the returned device was subjected to visual analysis. Returned with the sheath was the dilator. There was no valve present in the hub of the sheath. There was evidence in the hub indicating that a valve had once been placed. The returned dilator was examined under microscopy. The tip of the dilator had been deformed occluding the hole of the dilator as though the dilator had encountered a hard surface. The complaint could be confirmed for valve damage as the valve likely became displaced when the dilator was inserted into the sheath. The damage at the dilator tip supports that the dilator was likely inserted off center into the valve, which would have led to the dislodgement. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.